Event description:
The pump was returned for investigation. Investigation revealed that contamination under the contact buttons. Investigation revealed that the up and down arrows were intermittently unresponsive. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the ok keypad symbol was worn but the runner keypad was intact. The up and down arrow buttons were intermittently unresponsive and the ok and contrast buttons responded appropriately. Evaluation revealed that there was contamination under the contrast and up key contacts. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.